Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer stated that the insulin pump was not working and had a blank display. The customer did not provide any symptoms such as a result of high blood glucose. Customer stated that they stopped wearing the insulin pump yesterday at 6 am switched to shots per health care professional. The customer was treated by shots. The insulin pump will not be returned for analysis.